Event description:
The facility reports during a patient transfer from the bed, the patient wiggled to checks whether the clips of the sling were well fixed, as he usually did. During the last movement of the patient, the lift became unstable (right leg came off the floor) and the patient got stuck between the bed and the spreader bar of the lift. The caregiver kicked her shinbone and knee; the patient had no injury. (B)(4).

Manufacturer narrative:
An arjo technician went to the facility to obtain more information on the condition of the device and the circumstances of the event. No deviation was noticed on inspection and everything was working as per product specifications. Per the arjo technician, the facility could not reproduce the course of events. The technician suspected that the castors were held by something under the bed, and therefore were not free to drive and the lift tipped. In addition, patient movement in the sling to check if the clips were well attached must also be a contributor of the lift tipping. The manufacturer recommends to the customer: before doing a transfer, the caregiver has to make sure that the lift is a free of obstructions in front of the castors. It is also recommended that when a patient is excited, a transfer can be done by 2 caregivers to ensure that patient is calmed down in process.